Event description:
Device malfunction: stuck device, safety release button failed, time of device: malfunction: during vessel closure, symptoms/ae: required surgical removal, time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after firing the clip the device could not be removed. The safety release button did not work and the device was removed via surgery. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.